Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury such as perforation or damage (dissection) of vessels, myocardium, or valvular structures that may require intervention and bleeding are potential risks associated with the overall procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to injury to the landing zone, include significant thv over sizing, presence of bulky calcification and narrow landing zone. Frail tissue due to patient's conditions (e.g. Chronic use of steroids), can also be contributing factors. Per the report, the device was used in an off-label implantation in the pulmonic position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. The training manuals provide guidance on landing zone sizing: measure the landing zone in multiple planes; use compliant balloon catheter; it should be measured at the minimum diameter of the landing zone; ensure that final landing zone diameter does not impinge on coronaries; ensure a non-compliant landing zone; eliminate any residual stenosis using standard techniques prior to placing the prosthesis. Per the training manual pre-stenting provides a landing zone for valve and treats the underlying stenosis, especially lesions longer than the valve frame. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pulmonary artery injury cannot be confirmed; however, per report a sapien 3 strut was thought to have perforated the pulmonary artery. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist, post implant of the 23mm sapien 3 ultra resilia in the pulmonic position, the patient decompensated for an unknown reason. The patient was placed on ECMO. The patient was believed to have a perforation of the left pa upon further evaluation. The perforation was coiled and the patient was sent to abbott northwestern hospital for ECMO monitoring the patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak. The last known patient status is the patient is in critical on ECMO support (this was last week). The valve remained implanted. Per follow up, it is hard to know exactly when the wire perforation occurred.